Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined. One 5fr dual-lumen (d/l) powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Biological residue was observed in the extension legs. The 0-8, 19-25, and 30-34 cm depth marks were worn from the catheter. The printing was partially worn on the bifurcation. The d/l tubing had been trimmed near the 54cm depth mark. A tactual investigation revealed elastic weakness in the d/l tubing between the distal end of the bifurcation and the 9cm depth mark. A functional test revealed fluid leaking from one lumen into the other lumen within the molded bifurcation. Three longitudinal splits were observed in the septum that divides the two lumens at the proximal end of the purple d/l tubing. The adjoining surfaces of the split tubing were rough and granular. The thickness of the septum was found to be within specification. Due to the evidence of use, it appeared that the catheter was damaged over time; however, the exact cause of the splits could not be determined. Overpressurization and fatigue may have been potential contributing factors. A lot history review (lhr) of redp1029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported IV nurse attempted to draw back blood on red lumen but blood was seen coming back on purple lumen at the same time. Line removed and a very small portion of the tip sent for culture. A new PICC had to be inserted

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported IV nurse attempted to draw back blood on red lumen but blood was seen coming back on purple lumen at the same time. Line removed and a very small portion of the tip sent for culture. A new PICC had to be inserted.